Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mid left circumflex artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation; however, during initial inflation at 15 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.